Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced recurrent nighttime hypoglycemia and attributed this to a pump ¿manufacturing issue,¿ while review of device reports did not corroborate consistent nocturnal lows; troubleshooting and education were provided, and nighttime cgm targets were adjusted. Symptoms included hypoglycemia without associated injury. Outcomes included no alarms and no medical intervention or hospitalization. Investigation included user interview, review of available device data, and remote troubleshooting. Investigation of this case revealed no device malfunction identified and user therapy settings adjusted to address reported lows. It was concluded that the event was due to cause unclear with no confirmed device failure, and the issue was addressed through education and parameter adjustment.